Manufacturer narrative:
The customer discarded the leaking reagent bottles; as a result, product is not available for eval. The root cause is unk. Replacement product was provided. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 through (B)(4) 2010 of complaints for add¿l reportable events.

Event description:
The customer reported receiving a shipment containing (8) bottles of a.t 5 diff wbc lyse reagent that were leaking and having the potential for a chemical exposure. Lot numbers were not available. The shipping container was not damaged. The user was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought as a result of this event. There was no report of exposure to mucous membranes, skin or open wounds. The material safety data sheet (msds) was not reviewed; however, it is readily available. There was no death, injury or change to pt treatment attributed or associated to this complaint.